Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported the prior to use, cardiosave intra-aortic balloon pump (iabp) ECG cables were loose in the port, the ports were not working. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Inspected the unit and found no issue. Fse performed a full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) ECG cables were loose in the port, the ports were not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.